Manufacturer narrative:
The probable root cause was attributed to improper customer setup. Based on tse notes, the system issue was due to an improperly seated endoscope.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that they could not flip the 30-degree scope image, and the image was upside down. The customer stated they tried reseating the scope, but the issue remained. Tse explained to the customer that they need to remove scope from arm and rotate endoscope base until the correct orientation was displayed on the screen. Then press the clutch button on the arm that was holding the endoscope and reinstall the endoscope onto the arm. The customer followed the steps, and it was confirmed that camera image was correct. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that image was corrected by reseating the endoscope. The system was verified and ready to use.